Event description:
The ge oec 6800 fluoroscopy system displayed grainy images during a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the user had disabled, or turned the auto-brightness control off prior to the procedure. The system was within imaging specifications and worked on subsequent cases without issue. The user was advised to leave auto-brightness control in the on position. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.